Event description:
On (B)(6) 2025, it was reported that the user received alert 38 (motor stall). The user¿s ilet was more than 50% charged. The agent walked the user through a restart, rewind, and dry run, which completed successfully past 120 units without error. The user then performed a full supply change using supplies from different lot boxes, and insulin delivery resumed without issue. The user was instructed to monitor and call back if the alert reappeared. No blood glucose impact was reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.